Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
During a routine annual device review. It was discovered, that the olympus evis exera ii duodenovideoscope¿s distal end, forceps channel and light guide lens all had residual foreign material present. There was no patient involvement, during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Olympus personnel were able to confirm the adhesive/clogging of the material in the distal end and forceps. However, despite several attempts, olympus was unable to confirm the user facility¿s reprocessing steps, and consequently, a definitive root cause for the reported failure could not be confirmed. Olympus will continue to monitor the field performance of this device.